Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the buttons passed the optical and functional investigation successfully and comply with the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(4) 2013 patient reported the up and down arrow buttons on the infusion device are not working. Patient stated the issue is constant. Patient reported noticing the issue one month ago. Patient stated she inserted new batteries in the infusion device but the issue persists. Patient reported both the up and down arrow buttons on the infusion device are 'sticking" but mostly the up arrow button. Patient stated she can get it to make a connection by pressing hard or manipulating the button. Patient reported the buttons are raised and there is an audible sound when the buttons are depressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.